Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a battery life/power issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unaware of power loss.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/13/2016: the device was returned to animas and evaluated by product analysis on 11/18/2016 with the following results black box (bb) shows dates from (B)(6) 2016. Bb data from date of complaint has been overwritten. Current bb shows no evidence of short battery life. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area. Cover crack observed between corner of display lens and case seal. Current draws within specifications; idle -80ma, sleep -00ma, load -200ma, rewind -180ma. A "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release